Event description:
It was reported that during use in the patient, a clip slipped or two clips loaded. It happened consecutively in two appliers. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Corrected conclusion code has been changed to 4315.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1800558 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use in the patient, a clip slipped or two clips loaded. It happened consecutively in two appliers. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No clip was in the first position in the channel. Reference file (B)(4) for investigation photos. He sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. As expected, no clip fired on the first attempt. On the next attempt, the clip was unable to properly load into the jaws of the device. This was repeated with the same result for the next clip. The dry fire on the first attempt is an indication that the clips were out of position in the channel. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The broken ratchet caused the clips to become out of position in the channel and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "loading issues" was confirmed based upon the sample received. One device was returned. The device was returned with no clip in the first position in the channel, indicating a possible clip stacking issue. Upon functional inspection, the device was found to have broken internal ratchet ears and the clips were unable to properly load into the jaws. It was found that the clips were out of position in the channel and stacking on one another. The broken ratchet ears was the root cause of the clips becoming out of position which prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but nonconformance has been opened to further investigate this issue.

Event description:
It was reported that during use in the patient, a clip slipped or two clips loaded. It happened consecutively in two appliers. There was no patient injury.